Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the guardians complained about limited improvement in speech recognition after ci implantation. Problems of outer devices were excluded and history of head trauma was denied by guardians. Latest testing showed basically normal implant status, but CT scan indicated incomplete electrode array insertion - probably 4 channels were out of cochlea. The pt was reimplanted on (B)(6), 2011.